Event description:
After patient was transferred to ICU, it was noticed later that afternoon that the catheter was leaking. The md examined and deemed the catheter malfunctioning and called the cath lab team after-hours. The cath team came, and they exchanged the catheter to a new ekos catheter.